Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device stopped working during the case. The case was completed with another hp052. There was no patient consequence.